Manufacturer narrative:
Onset of gastrointestinal bleeding is reported under MFR # 2916596-2016-02439. Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department with black stools on (B)(6) 2018. Their hemoglobin dropped to 7.9 from a baseline of 10-11 by (B)(6) 2018. A small bowel enteroscopy on (B)(6) 2018 revealed multiple arteriovenous malformations in the patient's duodenum, stomach, and jejunum for which the patient received laser treatment. The patient received 1 unit of packed red blood cells on (B)(6) 2018 for symptomatic anemia. Another unit was transfused on (B)(6) 2018. Following transfusion, their hemoglobin was 9.6. The patient reported improvement in their symptoms and ambulated on the day of discharge with no issues. Medication changes were also reported.